Event description:
The manufacturer received information alleging a ventilator inoperable error occurred. There was no harm or injury reported. There was no medical interventions specified. During the evaluation of the device at the manufacturer's service center, the allegation could not be confirmed. The device operated as designed. The device was fully operative, calibrated and sent back to the customer.